Event description:
It was reported by service report that the brakes were not holding on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: worn brake plate kits.